Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), post procedural complication ("umbilical port cellulitis post removal surgery") and cellulitis ("umbilical port cellulitis post removal surgery") in a 31-year-old female patient who had essure (batch no. C18715) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), sumatriptan succinate (imitrex) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines pain"), night sweats ("night sweats"), nausea ("nausea"), muscle twitching ("facial twitching"), vision blurred ("blurry vision"), alopecia ("hair loss"), abdominal pain ("pain: abdominal pain"), back pain ("pain: back pain") and pelvic pain ("pain: pelvic pain"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural complication (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), anxiety ("aiixiety") and fatigue ("fafigue"). The patient was treated with cefalexin (cephalexin) and surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, headache, vaginal discharge, anxiety, fatigue, migraine, night sweats, nausea, muscle twitching, tooth disorder, vision blurred, alopecia, abdominal pain, back pain and pelvic pain outcome was unknown and the post procedural complication and cellulitis had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cellulitis, fatigue, genital haemorrhage, headache, migraine, muscle twitching, nausea, night sweats, pelvic pain, post procedural complication, tooth disorder, vaginal discharge and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 31 year old patient. Her lab data was added. Essure indication was added. Essure lot number was added. Her treatment and concomitant medications were added. Per plaintiff fact sheet following events: umbilical port cellulitis post removal surgery, night sweats, nausea, facial twitching, dental problems, blurry vision, hair loss, pain: abdominal pain, pain: back pain and pain: pelvic pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), post procedural cellulitis ("umbilical port cellulitis post removal surgery") and cellulitis ("umbilical port cellulitis post removal surgery") in a 31-year-old female patient who had essure (batch no. C18715) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and cellulitis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), sumatriptan succinate (imitrex) and topiramate (topamax). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced headache ("headaches"), migraine ("migraines pain"), night sweats ("night sweats"), nausea ("nausea"), muscle twitching ("facial twitching"), vision blurred ("blurry vision"), alopecia ("hair loss"), abdominal pain ("pain: abdominal pain"), back pain ("pain: back pain") and pelvic pain ("pain: pelvic pain"). In (B)(6)2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural cellulitis (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), anxiety ("aiixiety") and fatigue ("fafigue"). The patient was treated with cefalexin (cephalexin) and surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the genital haemorrhage, headache, vaginal discharge, anxiety, fatigue, migraine, night sweats, nausea, muscle twitching, tooth disorder, vision blurred, alopecia, abdominal pain, back pain and pelvic pain outcome was unknown and the post procedural cellulitis and cellulitis had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cellulitis, fatigue, genital haemorrhage, headache, migraine, muscle twitching, nausea, night sweats, pelvic pain, post procedural cellulitis, tooth disorder, vaginal discharge and vision blurred to be related to essure. The reporter commented: trailing coils: left 2, right 5 removal detail - both essure devices were inspected and found to be complete diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), fatigue ("fatigue") and migraine ("migraines pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, headache, vaginal discharge, anxiety, fatigue and migraine outcome was unknown. The reporter considered anxiety, fatigue, genital haemorrhage, headache, migraine and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.